Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a fragment of the lens haptic broke off during implantation and was loose within the eye. The rayone iol was explanted and exchanged during the original surgery session without incident and without injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available in this case to establish the cause of haptic breakage during iol implantation.

Event description:
On (B)(6) 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone iol (model unspecified). The event description provided states that a fragment of the lens haptic broke off during implantation and was loose within the eye necessitating explantation of the iol.